Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, blisters, and an infection under the sensor. The reporter stated the area was hard with pus and looked like an abscess coming to head. They cleansed the area with soap and water and applied a warm compress and mentioned they had a scheduled physician visit for (B)(6) 2025. On (B)(6) 2025, follow up contact was made with the reporter to verify the condition of the patient. On (B)(6) 2025, the parent took the patient to consult a physician who took a swab sample of the infected area for a bacteria culture test and prescribed a course of oral (keflex 7.5 mg, three times per day for 10 days) and topical (mupirocin ointment) antibiotic medication. At the time of the follow up report, the wound was healing. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).